Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-aug-14. The pump was returned to the manufacturer for archive/storage. The device was used in the patient for treatment, and there was no patient injury as the patient. It was also reported that the patient ¿recovered with sequela¿ and they had a ¿gradual¿ loss of therapy. The pump was replaced with another device of the same manufacturer. No rotor study was performed and no dye study was performed. There were no further complications reported/anticipated.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid. Result code (B)(4) and conclusion code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (25 mg/ml at 8.512 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 09-aug-2017 it was reported that sometime around (B)(6) 2017 they heard a beeping and thought it was their fire alarm or the patient¿s hearing aid and were looking around the house and everything was fine. They then figured out that the patient had been dual beeping and they were wondering if there was an issue with the pump. The patient heard it at 2 and 6 on saturday ((B)(6) 2017) and it sounded like it was occurring every 4 hours. The telemetry printout from (B)(6) 2017 said the non-critical alarm interval was every 1 hour and the critical alarm interval was every 10 minutes. Last night ((B)(6) 2017), the reporter took the patient to the ER (emergency room) because he was feeling tired, cold, shaky, and his legs were jumping. The patient also had a stimulation device and they turned the stimulation down. Per the reporter, the patient was scheduled for knee surgery on (B)(6) 2017 and would probably have to cancel if there was an issue with the pump. The next pump refill was due on (B)(6) 2017 and the alarm date to change the pump wasn¿t until (B)(6) 2018. The patient had oral dilaudid. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's pump was explanted and replaced on (B)(6) 2017 due to a motor stall on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated as troubleshooting. The pump was to be returned to the manufacturer for analysis. The issue was resolved at the time of this report and no further complications were expected or anticipated. The patient's status was "alive- no injury".